Event description:
The letter, from an attorney that represents the user, alleges that while the user was descending an access ramp user reportedly fell out of the chair. Letter alleges fall resulted in fractured leg.